Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Event description:
The authors report in a paper of a patient who had received an adm & adm x3 dual bearing implantation. He presented to ER 26 days following primary surgery following a fall out of bed. Imaging showed that the adm x3 liner had disassociated from the adm shell. The patient underwent closed reduction. 6 weeks after primary surgery, the patient presented again with pain and loss of weight bearing after attempting to get into a car. Imaging showed that the ceramic head had dislocated from the adm x3 liner. The patient underwent closed reduction for a second time. Post reduction imaging showed intraprosthetic disassociation. The patient underwent a revision operation complicated by sigmoid volvulus. The patient died 79 days after primary tha surgery.

Manufacturer narrative:
An event regarding malposition involving an adm shell was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded: "the initial event of a fall out of bed is a clear patient-related overload event and as such the whole chain of events following this adverse maneuver belongs to the same patient-related category. A secondary procedure-related factor with regard to suboptimal cup position may possibly have contributed further to the adverse event with no evidence for device-related factors playing a role. The possibility cannot be excluded that the sigmoid volvulus was the final consequence and last chain of adverse phenomena starting with a patient-related adverse event requiring revision surgery after the second dislocation event which became complicated by ileus as a generic complication that is possible after every major surgery even though it started with a relatively innocuous fall out of bed. This pi case is not device-related." Device history review: a review of the device history records could not be performed as no lot ID was received. Complaint history review: a complaint history review could not be performed as no lot ID was received. Conclusions: a medical review was performed and determined that the suboptimal cup position may have contributed to the adverse event with no evidence for device related factors play a role.

Event description:
The authors report in a paper of a patient who had received an adm & adm x3 dual bearing implantation. He presented to ER 26 days following primary surgery following a fall out of bed. Imaging showed that the adm x3 liner had disassociated from the adm shell. The patient underwent closed reduction. 6 weeks after primary surgery, the patient presented again with pain and loss of weight bearing after attempting to get into a car. Imaging showed that the ceramic head had dislocated from the adm x3 liner. The patient underwent closed reduction for a second time. Post reduction imaging showed intraprosthetic disassociation. The patient underwent a revision operation complicated by sigmoid volvulus. The patient died 79 days after primary tha surgery.